Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds. During in clinic follow up, device data revealed that there was oversensing and loss of capture noted. This lead was then explanted and replaced. No additional adverse patient effects were reported.